Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported an incomplete flap in patient's left eye while performing a corneal flap procedure. The suction was lost and the laser treatment was discontinued. The flap was completed manually. Post operative day one the patient's uncorrected vision was good. Additional information was received from site, that there was no patient harm. No further information is expected.

Manufacturer narrative:
The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on company acceptance criteria. The system was examined and the reported event was not replicated. The system was tested and found to meet product specifications. The technical investigation shows that the device meets the specifications. The root cause cannot be determined conclusively.